Event description:
It was reported that the patient's uterine wall was perforated during an endometrial ablation procedure, which was confirmed and repaired laparoscopically by application of a suture. The patient was discharged the same day.

Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the handpiece could not be completed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. The operator's manual clearly described: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. The minerva rf controller (m00403r4) was returned for investigation. The minerva rf controller met all tested specifications.